Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) site caused by the ipg making contact with the bone. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced with a new one. The explanted ipg will not be returned as it was discarded by the medical facility. There were no reported patient complications postoperatively.